Event description:
Procedure: lap cholecystectomy. According to the report: the tip of the instrument was broken in the procedure. A piece did break and fell into the surgical area, but the broken piece was retrieved by using a grasper.

Manufacturer narrative:
(B) (4). (B) (4).